Manufacturer narrative:
Results: a visual inspection of the returned product found a piece of the lens optic torn off and both haptics torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens and the haptic tore. There was pt contact but no injury.